Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead was removed from the packaging and the helix was tested in saline with no issues. The rv lead was then inserted into the sheath and data measurement confirmed noise and high pacing impedance. Pacing was induced, however intermittent failure was observed around 5 volts. Air block was suspected, although it was before extension/fixation of the helix. The physician requested a new rv lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.